Event description:
A doctor reported that during cataract surgery, the system shut down, and possibly a system message was displayed, and the screen was red. Additional information provided by the surgical sales representative indicated that when the machine stopped, there was no power in the foot pedal, the cassette stopped, and there were no lights. Subsequently, machine was rebooted, it accepted a cassette, and the surgeon carried on with the surgery. There was a delay of approximately 15 minutes, and the surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).